Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('excessive cramping'), nephrolithiasis ('kidney stones') and neoplasm ('dermoid tumors') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included kidney stones, bladder infection, bladder disorder and urinary tract disorder. Concurrent conditions included morbid obesity and polycystic ovarian syndrome. Family history included breast cancer. Concomitant products included amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall) since 2010, hydrochlorothiazide (hctz) since 2010, medroxyprogesterone acetate (depo-provera) from 2007 to 2008, oxycodone hydrochloride (roxicodone) since 2010, potassium citrate since 2010 and sumatriptan (imitrex) since 2018. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pain menstrual ("back pain/lower back pain/during menstrual cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), fatigue ("fatigue"), alopecia ("excessive hair due to hormonal imbalance/hair loss"), cystitis ("infection: bladder infection") and acne ("severe acne breakouts"), underwent tooth extraction ("dental problems/teeth were removed") and was found to have weight increased ("weight gain"). In 2010, the patient experienced anxiety ("anxiety") and panic attack ("panic attacks"). In 2012, the patient was found to have neoplasm (seriousness criterion medically significant). In 2017, the patient experienced migraine ("migraines/headaches"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), menstrual cramp ("dysmenorrhea/excessive cramping") and back pain ("back pain/lower back pain"). The patient was treated with metformin and surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the nephrolithiasis, neoplasm, tooth extraction, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, fatigue, alopecia, cystitis, migraine, anxiety, panic attack, acne, weight increased and back pain outcome was unknown and the pain menstrual and menstrual cramp had resolved. The reporter considered abdominal pain lower, acne, alopecia, anxiety, back pain, bladder disorder, cystitis, fatigue, menorrhagia, migraine, neoplasm, nephrolithiasis, pain menstrual, panic attack, tooth extraction, urinary tract disorder, vaginal haemorrhage, weight increased and menstrual cramp to be related to essure. The reporter commented: current weight- 223 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.5 kg/sqm. Culture urine - on (B)(6) 2018: escherichia coli.. Pathology test - on (B)(6) 2018: benign 196 gram uterus. Benign secretory. Endomyometrium. Benign cervix. Benign fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal bleeding and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs and mr received. This case become incident. Event injury was replaced with new events from pfs- back pain/lower back pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder disorder, urinary tract disorder, dental problems/teeth were removed, dysmenorrhea/excessive cramping, fatigue, excessive hair due to hormonal imbalance/hair loss, bladder infection, migraine/headaches, anxiety, panic attacks, severe acne breakouts, dermoid tumor, weight gain, she did not underwent essure confirmation test and kidney stones. Date of explant was added. Reporter information, medical history, treatment, concomitant dug and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('excessive cramping'), nephrolithiasis ('kidney stones') and neoplasm ('dermoid tumors') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included kidney stones, bladder infection, bladder disorder and urinary tract disorder. Concurrent conditions included morbid obesity and polycystic ovarian syndrome. Family history included breast cancer. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2010, hydrochlorothiazide (hctz) since 2010, medroxyprogesterone acetate (depo-provera) from 2007 to 2008, oxycodone hydrochloride (roxicodone) since 2010, potassium citrate since 2010 and sumatriptan (imitrex) since 2018. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pain menstrual ("back pain/lower back pain/during menstrual cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), fatigue ("fatigue"), alopecia ("excessive hair due to hormanal imbalance/hair loss"), cystitis ("infection: bladder infection") and acne ("severe acne breakouts"), underwent tooth extraction ("dental problems/teeth were removed") and was found to have weight increased ("weight gain"). In 2010, the patient experienced anxiety ("anxiety /psych injury") and panic attack ("panic attacks/psych injury"). In 2012, the patient was found to have neoplasm (seriousness criterion medically significant). In 2017, the patient experienced migraine ("migraines/headaches"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), back pain ("back pain/lower back pain"), menstrual cramp ("dysmenorrhea/excessive cramping") and urinary tract infection ("uti"). The patient was treated with metformin and surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, nephrolithiasis, neoplasm, back pain, tooth extraction, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, fatigue, alopecia, cystitis, migraine, anxiety, panic attack, acne, weight increased and urinary tract infection outcome was unknown and the pain menstrual and menstrual cramp had resolved. The reporter considered abdominal pain lower, acne, alopecia, anxiety, back pain, bladder disorder, cystitis, fatigue, menorrhagia, migraine, neoplasm, nephrolithiasis, pain menstrual, panic attack, tooth extraction, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight increased and menstrual cramp to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.5 kg/sqm. Culture urine - on (B)(6) 2018: escherichia coli. Pathology test - on (B)(6) 2018: -benign 196 gram uterus. Benign secretory. Endomyometrium. -benign cervix. -benign fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal bleeding and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : events added- uti. Essure insertion date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.